Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal dialysis infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovered from this event and dianeal therapy was withdrawn. No additional information is available as the reporter has declined to provide further follow up.